Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed 2d. The medtronic representative noted receiving "connected not ready" and "stand alone mode" messages. Suspect umbilical issue. Replaced interface cable. Issue resolved. System performed as intended.

Event description:
A medtronic representative performing a imaging system check-out, at a site, confirmed the imaging system passed mechanical, cable grade, safety inspection and software tests. The imaging system did, however, experience an imaging modalities failure for 2d. "Connected not ready" and "stand alone mode" messages were displayed. It is suspected this is an umbilical issue. There was no patient present when this issue was identified.